Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 4.3, 3.6, reference: 2.2, mean: 3.37, confidence limits: 1.9 - 4.6. Inratio2 precision data provided by end-user: 1st inr: 4.3, 2nd inr: 3.6, mean: 3.95, sd: 0.49, %cv: 12.53. Analysis of customer's data revealed that inratio2 and reference test result comparison and repeated inratio2 test result comparison meet both accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint issue, (B)(6). Per product user guide, "testing has been limited to subjects age 18 and older." Pt was given heparin while in the hosp on (B)(6) 2011. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." (B)(4).

Event description:
Caller (pt's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.3, 3.6, lab: 2.2. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 4.3, 3.6. Pt's therapeutic range: 2.5 - 3.5 inr.